Event description:
See initial report.

Manufacturer narrative:
Livanova deutschland received the complained unit for investigation. During the investigation, the reported error could be reproduced and traced back to a defective component. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). The device was requested back to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system displayed an error message during setup. There was no patient involvement.